Manufacturer narrative:
The complaint investigation for observed falsely reactive patient results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as the ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending review determined that the complaint activity was normal for the product. Trending review determined no adverse trend for the issue of false reactive patient results for the product. Device history record review of lots 12172fn00 did not show any non-conformances or deviations relating to the customer issue. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median results for lot 12172fn00 is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii lot number 12172fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. (B)(6).

Event description:
The customer stated that repeat (B)(6) alinity I (B)(6) quantitative ii results were generated for three patients. The customer questioned the results as being falsely (B)(6) because (B)(6) testing was (B)(6). Two patients were redrawn and the alinity (B)(6) qualitative ii and (B)(6) results were (B)(6). The following data was provided. Patient 1: specimen collection date: (B)(6) 2020: (B)(6). Same specimen repeated on alinity I (B)(6). New specimen collected on (B)(6) 2020: alinity I (B)(6). Testing using the siemens centaur method generated (B)(6) and (B)(6) results. Patient 2: specimen collection date (B)(6) 2020: (B)(6). Same specimen repeated on alinity I (B)(6). New specimen collected (B)(6) 2020: alinity I (B)(6) . Testing using the siemens centaur method generated (B)(6) and (B)(6) results. Patient 3: female, (B)(6) years old : (B)(6) qualitative ii on original tube: (B)(6) repeat on aliquot sample (B)(6) repeat on a different tube (B)(6) . Lspq confirmation: (B)(6). Alinity I (B)(6)confirmatory testing was also (B)(6) for two of the patients. No adverse impact to patient management was reported.